Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced persistent incontinence, despite the device appearing to function properly. The patient presented with hematuria and underwent a diagnostic cystoscopy, which revealed cuff extrusion through the bulbar urethra, along with urethral erosion at the extrusion site. During the revision surgery, the physician found that the cuff placement had resulted in urethral necrosis. The affected segment of the urethra was removed and a urethroplasty was performed. Only the cuff was explanted during this procedure; the balloon and pump were left in place. There were no additional patient complications reported.

Manufacturer narrative:
Concomitant product UDI for balloon is (B)(4). Concomitant product UDI for pump is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced persistent incontinence, despite the device appearing to function properly. The patient presented with hematuria and underwent a diagnostic cystoscopy, which revealed cuff extrusion through the bulbar urethra, and urethral erosion was also observed at the extrusion site. A surgical removal of the device is being scheduled. There were no additional patient complications reported.

Manufacturer narrative:
Concomitant product UDI for balloon is (B)(4). Concomitant product UDI for pump is (B)(4).

Manufacturer narrative:
Concomitant product UDI for balloon is (B)(4). Concomitant product UDI for pump is (B)(4). Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The cuff was visually inspected and leak tested. Visual inspection revealed the presence of folds on the cuff shell. The leakage test revealed that the cuff had fluid loss due to a tear consistent with tool/sharp instrument damage along the median of the cuff shell. Based on the available test results and investigation, the reported allegations of erosion, extrusion, urinary incontinence, hematuria, and necrosis were confirmed as known inherent risks of the device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and performance specifications. A review of the instructions for use (IFU) did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced persistent incontinence, despite the device appearing to function properly. The patient presented with hematuria and underwent a diagnostic cystoscopy, which revealed cuff extrusion through the bulbar urethra, along with urethral erosion at the extrusion site. During the revision surgery, the physician found that the cuff placement had resulted in urethral necrosis. The affected segment of the urethra was removed and a urethroplasty was performed. Only the cuff was explanted during this procedure; the balloon and pump were left in place. There were no additional patient complications reported.

Manufacturer narrative:
Model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 1100264151. Model/catalog description: balloon fgs 61-70 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 72400098. Serial number: n/a. Batch/lot number: 1100300112. Model/catalog description: control pump fgs. Unique identifier (UDI) #: (B)(4). Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The cuff was visually inspected and leak tested. Visual inspection revealed the presence of folds on the cuff shell. The leakage test revealed that the cuff had fluid loss due to a tear consistent with tool/sharp instrument damage along the median of the cuff shell. Based on the available test results and investigation, the reported allegations of erosion, extrusion, urinary incontinence, hematuria, and necrosis were confirmed as known inherent risks of the device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and performance specifications. A review of the instructions for use (IFU) did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. A risk review was completed and confirmed that the event of erosion, extrusion, urinary incontinence, hematuria, and necrosis were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced persistent incontinence, despite the device appearing to function properly. The patient presented with hematuria and underwent a diagnostic cystoscopy, which revealed cuff extrusion through the bulbar urethra, along with urethral erosion at the extrusion site. During the revision surgery, the physician found that the cuff placement had resulted in urethral necrosis. The affected segment of the urethra was removed and a urethroplasty was performed. Only the cuff was explanted during this procedure; the balloon and pump were left in place. There were no additional patient complications reported.